Manufacturer narrative:
Concomitant medical products: 407645 lead; implant date: (B)(6) 2020 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately three weeks post implant. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.